Event description:
Boston scientific crm received info that this right atrial (ra) lead displayed decreased p-wave measurements and increased threshold measurements. A lead revision was performed, and acceptable p-wave and threshold measurements were obtained. It was also noted that the pt experienced syncope of an unspecified origin.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.